Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes air leakage which resulted in an underfilled tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos in support of this complaint from catalog 367841, lot number 3074257. No customer samples and no photos were received; therefore, the investigation was limited. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on 10-production lot in-house retention tubes. All tubes were within specification limits with no issues identified. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. Initial reporter facility name: (B)(6), ((B)(6) hospital).

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes air leakage which resulted in an underfilled tube. There was no report of impact to patient or user.